Event description:
An attempt was made to use one onyx frontier coronary drug-eluting stent during a left heart catheterization with possible intervention. The lesion was noted in the first obtuse marginal branch. The stent was inserted into the first obtuse marginal branch, but the wire was "inadvertently pulled back" prior to stent deployment. It was observed on live fluoro that the stent had come off the delivery balloon. It was possible to use the balloon to drag the stent back into the patient's right arm (radial artery). A snare was used to grab the balloon and to pull it back down to the right forearm where the stent now remains. The stent was left in the patient. The patient was reported to have good oxygen saturation (spo2) which was noted on the pleth to the right hand at the end of the case. There was adequate ulnar flow. The patient denied any pain or numbness/tingling at the end of the case and the patient's hand was warm with good coloration. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.